Event description:
It was reported that a decrease in sensing and increase in capture thresholds was observed on the right ventricular (rv) lead. Dislodgement was confirmed by imaging. The rv lead was explanted and replaced. The patient was stable.